Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified underweight, broken shell, red particles, missing, crease flat, non-penetrating nicks. A microscopic analysis was performed which identified a sharp edge and with non-penetrating nicks assessed as surgical impact opening on posterior side. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks due to surgical impact. Non-penetrating nicks.

Event description:
Healthcare professional reported left side "full tear style 410 allergan prosthesis". Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "full tear style 410 allergan prosthesis". Device has been explanted.